Event description:
It was reported that a user experienced hyperglycemia with a fingerstick reading of 242 mg/dl while using the ilet pump, questioned a bent cannula, and confirmed no site leaks, an intact needle, and observable insulin drops in the tubing after a recent small snack with a lower-than-usual meal entry; the user was advised that pump insulin delivery is conservative and to allow time for correction. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and no alarms. Investigation included user-led troubleshooting to inspect the infusion site, cannula appearance, and tubing flow, along with education on use and expectations. Investigation of this case revealed no device alarms, no visible infusion set or tubing malfunction, and a plausible mismatch between carbohydrate entry and intake with conservative automated delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.